Manufacturer narrative:
An event regarding infection involving a x3 triathlon cs ins size4 11mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient was working in garden. Has had pain since. The left knee is infected. The doctor washed the knee out and exchanged the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Event description:
Patient was working in garden. Has had pain since. The left knee is infected. The doctor washed the knee out and exchanged the poly.